Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had the motor arm cannot communicate with the main arm and hardware low level failures. The customer¿s blood glucose level was 240 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. Software was downloaded successfully to the device. No unexpected pump error the motor arm cannot communicate with the main arm or hardware low level failures alerts were noted. (B)(4)..